Event description:
It was reported that the pump displayed an error message. The error occurred during an update. The hcp was programming a bolus after a catheter dye study and when he was updating, the programmer shut off due to low battery. He placed new batteries in the programmer and the pump went to stopped mode upon interrogation. The infusion mode under the rx said 120mcg, which was the pt's new dose. All the tabs were checked and all the info was accurate. The pump was updated and a print report was created. The print report indicated the new dose change, but no mention of the priming bolus. No session reports showed up in the print manager either. After discussing and problem solving with the manufacturer's rep, the hcp decided to prime half of the catheter. Calculations were performed to determine the total hours required for the catheter to fill. The hcp stated the pt would be admitted to the ER and monitored for any adverse event. The hcp exited and reentered the application. Upon interrogation, it was noted the pump and infusion mode had stopped for 34 mins. The hcp verified all fields and updated the pump again. The pump now said pump stopped for 43 mins. Still no session reports were created. The hcp changed to sc mode and programmed the prime dose. The update successfully completed. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).